Manufacturer narrative:
This report is submitted on july 06, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 24, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on august 1, 2023.